Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying 5.3 mmol/l. He started feeling a bit week and low, so he took a finger stick reading and the bg meter is displaying 3.7 mmol/l. He ate some jelly babies and laid down and felt fine after 15-20 minutes. No further treatment was necessary. At the time of contact, the patient was doing fine. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.